Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery gauge was observed to be fluctuating, which led to a pump shutdown. The customer's blood glucose (bg) level was in the 300 mg/dl range. Reportedly, the customer reverted to manual injections for alternate insulin therapy.